Event description:
Paramedics were using the device to administer pacing therapy to a pt with an asystolic rhythm. Electrical and mechanical and pacing capture were achieved. The pt was loaded on a stretcher for transport to the hospitaql. A police officer was holding the device while the pt was taken down a flight of stairs. Reportedly when the device at the therapy connector bumped into the officer's thigh the pacing current dropped to 0 ma. The pacer was restarted again but pacing capture was nevere regained. The pt was not resuscitated.